Event description:
The customer reported that while the unit was in use on a patient, the unit shut off without any audible or visual alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer's biomed replaced the solenoid drive pc board. The unit was tested. It functioned normally and was returned to use. The unit maintenance is being performed by the customer's biomed department.